Manufacturer narrative:
The event of lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lumps.

Event description:
Patient's representative reported "product recall" and "benign lumps." This record is for the right side. Device has been explanted.